Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that humidity appeared around the catheter in 3 separate male and female patients a week after a nephrostomy procedure. The device was replaced confirming a rupture close to the connection.